Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the device keeps asking for a new c02 sensor. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging the device keeps asking for a new c02 sensor. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer complaint was confirmed. The customer declined repair of the device. The device is not returned to functional use.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device keeps asking for a new c02 sensor. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, error code was found in the ventilator's downloaded error log related to oxygen proportional valve stuck. The device's oxygen blending module assembly and system board need to be replaced to address the issue.